Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 12.6mm, vticmo12.6, -13.5/1.5/092, implantable collamer lens tore/broke during injection/delivery into the eye. On (B)(6) 2021 the lens was removed and replaced and the problem resolved. There was no patient injury. Cause of event was unknown.